Manufacturer narrative:
Continuation of d10: product ID 97745ac lot# serial# implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown, ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient stated their ac power cord was not working so they couldn't charge their controller and therefore couldn't charge the implant, starting over the weekend. Patient said the green light was on the ac power supply when plugged into the wall outlet, but the controller wasn't charging. Patient removed battery pack from controller and plugged controller into ac power without battery pack, patient confirmed controller did not power on. Patient mentioned they were an electrician and they tested the cord, but there was no electricity running through it. The issue was not resolved. An email was sent to the repair department to replace the ac power supply. Patient mentioned they had a stroke recently.